Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient has an apd adapter loosening up during cycler treatment. The patient is using pliers to tighten the connection. However while tightening, it slips so it never fully locks to tighten. The peritoneal dialysis registered nurse (pdrn) stated the patient knows how to connect. While reeducating the patient, the pdrn was unable to tighten the adapters fully due to slipping. Upon follow up, the patient confirmed the reported fluid leak event occurred between the adapter and baxter bag. The patient uses pliers to tighten the connection as well as a pail to catch potential leaks during treatment. The patient confirmed that there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.